Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A verification of failure mode reported in the current manufacturing process was conducted as follows: 50 samples were taken from the current production, the cuff from the samples were inflated, defect reported "unable to inflate - cuff" was not observed in the current manufacturing process. A device history record review could not be conducted since the lot number was not provided. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the cuff did not inflate during a pretest before use. Therefore, a new unit was opened instead". No patient involvement reported.